Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 24 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 31 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage. There was 1 event with patient involvement; the patient experienced bruise/contusion.

Event description:
This report summarizes 31 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage. There were 2 events with patient involvement; the patients experienced bruise/contusion.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this. The number of events has been updated to include an event previously reported on MFR report # 0001831750-2024-00666 following the completion of an investigation.

Manufacturer narrative:
The 2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 devices that were pending were evaluated and it was determined the devices experienced brake/steer pedal is inoperable; must use alternate pedal, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 31 to 30. 1 device is still pending evaluation.

Event description:
This report summarizes 30 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage. There was 1 event with patient involvement; the patient experienced bruise/contusion.